Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, a cine was received from the hospital and reviewed by an abbott clinical specialist: 1. Did the media confirm the reported event? Yes: no: partial confirmation: n/a: 2. Is there a malfunction seen in the provided media with the abbott device? Yes: no: partial confirmation: n/a: 3. At this time, could a probable cause for the event be determined from the media reviewed? If so, what was the probable cause? Yes: no: partial confirmation: n/a: conclusion statement for the review: the images are of very limited diagnostic value (i.e. Very grainy) and provide little direct evidence of the reported dislodged stent. Based on the procedural details the precaution below is applicable as it is not stated if the stent system was delivered on a ¿negative¿ (vacuum) or in a ¿neutral¿ (no vacuum) state. There are no additional procedural details provided as to how the xience pro stent was prepared. The IFU does provide the following precaution: when introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. This may cause dislodgement of the stent from the balloon. If the stent was delivered while holding a negative pressure (aka: vacuum) there is the potential for stent dislodgement to occur. As it is not indicated if a bifurcation stenting deployment was intended, it is implied that this is the case, based on the images and the reported details. The report still indicates the following which, at a minimum, contributed to the reported stent dislodgement: the stent did not go into the proximal lesion and was grazed by the xience sds at the ostium of the cx and then lay in the proximal riva¿ (note: the lad is also known as the riva). Per the IFU, the following precaution is stated: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. There still is some uncertainty as to the root cause of this event. If the user was attempting to perform a bifurcation stenting procedure, as implied by the images and report details, it is probable that the unexpanded stent became entangled with a previously deployed stent and dislodged.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and heavily tortuous lesion in the circumflex. Reportedly after pre-dilatation a 3.00x12mm xience pro drug-eluting stent system (des) was advanced into the anatomy; however, the stent dislodged and was noted to be free floating in the ramus interventricularis anterior (riva). A balloon catheter was advanced and was able to open the stent slightly. The stent was attempted to be snared, but was unsuccessful; therefore another xience stent was deployed to embed the free floating stent to the vessel wall. Another xience stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to filing the initial report, update to event details: it was reported that the procedure was performed to treat a mildly calcified and heavily tortuous lesion in the circumflex. Reportedly after pre-dilatation a 3.00x12mm xience pro drug-eluting stent system (des) was advanced into the anatomy; however, the stent was grazed by the stent delivery system at the ostium of the cx and dislodged and was noted to be free floating in the ramus interventricularis anterior (riva) also known as the left anterior descending (lad) artery. A balloon catheter was advanced and was able to open the stent slightly. The stent was attempted to be snared, but was unsuccessful; therefore another xience stent was deployed to embed the free floating stent to the vessel wall. Another xience stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience pros device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and heavily tortuous lesion in the circumflex. Reportedly after pre-dilatation a 3.00x12mm xience pro drug-eluting stent system (des) was advanced into the anatomy; however, the stent dislodged and was noted to be free floating in the ramus interventricularis anterior (riva). A balloon catheter was advanced and was able to open the stent slightly. The stent was attempted to be snared, but was unsuccessful; therefore another xience stent was deployed to embed the free floating stent to the vessel wall. Another xience stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.